Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, while attempting to remove the black adapter from an olympus cystonephrovideoscope, the entire flush port was spinning and the o-ring was found to be missing. There was no patient injury was reported.